Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced open book image, battery failed, a low battery alert prior to the replace battery alert. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed, and this was the second occurrence of receiving alarm in less than 8 hours after low battery warning. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Proceed it by using a new battery cap and a new battery. Unit had displayed an open book image alarm. Unit was downloaded successfully using (thump software) for reference. The baat tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might of trigger the reason complain. No relevant alarms in either the adapt or baat tool were noted upon investigation. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Thus, making our battery anomalies unknown. Unit was cut open and performed a visual inspection of connectors and electronic assemblies. Per visual inspection all connectors including battery flex connector were plugged in properly. However, moisture damage was noted during visual inspection alongside electronic assembly, isolate to electronic stack. The following cosmetic damages were noted: stained keypad overlay, cracked keypad overlay, scratched case, pillowing keypad overlay, and missing display window cover. In conclusion customer's allegation of critical pump error was unconfirmed due to moisture at electronic assembly, isolate to electronic stack. However, unexpected battery power loss, failed batt test, and battery lasts less than expected are unknown due to the critical error open book alarm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.